Manufacturer narrative:
(B)(6). Device is a combination product.

Event description:
(B)(6) clinical study. It was reported that side branch stenosis occurred. In (B)(6) 2018, prior to procedure abnormal stress test or imaging stress test was indicative of ischemia and the subject was referred for cardiac catheterization. Subsequently, the index procedure was performed. The target lesion was located in the mid left anterior descending artery with 95% stenosis, a length of 40 mm, and reference vessel diameter of 3.5 mm. The target lesion was treated with pre-dilatation and placement of a 3.50 x 48 mm study stent. Following post-dilatation, residual stenosis was 0%. Baseline core lab angiography result revealed 50% side branch stenosis in 2nd diagonal branch. Post procedure angiography revealed 80% 'branch percent stenosis'. The patient was discharged on the next day on dual antiplatelet therapy.